Manufacturer narrative:
A4 weight: 69.9 kg. B3 date of event: estimated to capture approximate onset of experienced ventricular tachycardia.

Event description:
Japan alliance registry .it was reported that the patient died. The patient presented to the emergency department with st elevation acute myocardial infarction and cardiogenic shock on (B)(6) 2023. Coronary angiography showed 90% stenosis in the left main trunk origin (lmt-lad) and 90% stenosis in the mildly calcified proximal left circumflex (lcx). That same day, the lmt-lad was treated with a 3.50 x 48 mm synergy and the lcx was treated with a 2.75 x 15 mm agent dcb and the assistance of a heart pump. The patient was hospitalized to undergo cardiac rehabilitation and non-sustained ventricular tachycardia was noted. On (B)(6) 2023, the patient was discharged with a wearable cardioverter-defibrillator (wcd), but there was little improvement in cardiac function. Implantation of a subcutaneous implantable defibrillator (s-ICD) was scheduled for a later date. On (B)(6) 2024, the patient was reportedly living normally. The following day, the patent collapsed at home and emergency medical assistance was required. An electrocardiogram performed by the emergency medical team showed cardiac arrest, resuscitation was performed and the patient was transported to the hospital, but the patient did not respond, and death was confirmed. A fatal arrhythmia or heart failure was suspected as the cause of death, but could not be confirmed as the patient was not wearing the wcd at the time of cardiac arrest.